Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73b1700276 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The applier misfired twice, once inside the patient and once outside of the patient. There was no harm to the patient. The patient is doing fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. This was repeated with the same result. Two clips were applied to over-stressed surgical tubing and were able to stay attached. The remaining clips were fired with no issues. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit misfired" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. The device was received with 10 clips remaining in the channel indicating that the end user fired 5 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. No further action will be taken.

Event description:
The applier misfired twice, once inside the patient and once outside of the patient. There was no harm to the patient. The patient is doing fine.